Manufacturer narrative:
(B)(4). Conclusions - a conclusion code could not be chosen. The complaint was confirmed, but the root cause is unknown. A visual, functional, and dimensional inspection was done on the returned sample. The report that the guide wire kinked during insertion was confirmed through examination of the returned sample. The guide wire was kinked 13.5 cm from the distal tip. The report did not specify which other components were in use when the guide wire kinked. The guide wire functioned normally with the returned ars, dilator, and catheter. The introducer needle was not returned. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of guide wire kinking could not be determined based upon the information provided and without the introducer needle. No further action will be taken. Corrective action not required since the probable cause could not be determined based upon the information provided and without a complete sample.

Event description:
The customer alleges that the swg (spring wire guide) was kinked during insertion. A new device was used without issue. No patient harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the swg (spring wire guide) was kinked during insertion. A new device was used without issue. No patient harm reported.